Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the [pcba 1, pcba 2, force sensor and motor home switch]. Pump's history and traces were partially downloaded using thump. The sc1-cap was attached and locked into place properly. The following were noted during visual inspection: scratched case. Unable to verify charge/battery last less than expected and frozen screen due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed, problem was isolated to electronic stack. Unable to properly upload pump's history/trace files confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump software update on a new pump that had never been used before. During the update process, the customer received a change battery alarm, but the internal battery was empty before a new battery could be installed, causing an 8-hour wait. After 8 hours, when the pump started again, the screen was frozen. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. A product return was requested for mmt-1886, and the customer responded that the device would be returned. The customer discontinued the use of the device.